Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings while wearing an adc freestyle libre sensor for 7 days. Customer further reported experiencing confusion and weakness and was seen at a hospital where readings of 'lo' (less than 40 mg/dl) were obtained from the sensor and readings of 450 mg/dl, 426 mg/dl and 436 mg/dl were obtained on a hospital meter. A healthcare professional diagnosed the customer with high blood sugar and administered an injection of insulin (dose/type unknown) and fluids. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving low readings while wearing an adc freestyle libre sensor for 7 days. Customer further reported experiencing confusion and weakness and was seen at a hospital where readings of 'lo' (less than 40 mg/dl) were obtained from the sensor and readings of 450 mg/dl, 426 mg/dl and 436 mg/dl were obtained on a hospital meter. A healthcare professional diagnosed the customer with high blood sugar and administered an injection of insulin (dose/type unknown) and fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.